Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The blood glucose had been high for three to four hours. The high blood glucose had been treated with manual injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.